Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the single use loading unit (sulu) noted that all of the staples were partially advanced in the cartridge. The staples were in usable unformed condition. Functionally, the advanced staples in the sulu were reused and reset inside the cartridge. The instrument and sulu were applied to test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device did not fire. The handle was completely squeezed and returned to the open position following the first full squeezed but it did not remain in the closed position following the second complete squeezed. No patient involved in this event.